Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy cross-over procedure using rotarex via contralateral approach for superficial femoral artery treatment. During the procedure, the helix of the device allegedly had broken and detached. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation a catheter was received. The catheter tube was found kinked at 21 cm and 54 cm from the tip of the catheter. The test guide wire went through without any resistance until the metal gear wheel. After running in the water aspiration test was performed, and slightly lower aspiration level than nominal was achieved. A clear root cause could not be identified but a damaged helix / tube represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy cross-over procedure using rotarex via contralateral approach for superficial femoral artery treatment. During the procedure, the helix of the device allegedly had broken and detached. There was no reported patient injury.